Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - hip side unknown, reasons for revision: pain, noise and alval / soft tissue reaction. Update 7 august 2015: updated hip side as right hip, taken from original claimsuite 7 august 2015. ((B)(4)). Update 14 aug 2015: (B)(6) claimsuite, marked com as legal, kid. (B)(4).